Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an erratic breath rate was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that the device's breath rate was not as expected. Ventec observed the breath rate to be erratic. There were no reports of patient involvement associated with the reported event.